Event description:
See h10/11 for additional information regarding this event.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - b5: additional event information obtained: pre-treatment films are not available for evaluation. Physician name and contact information is not available. The hospital does not consider the dissection to be caused or contributed by the gore device.

Event description:
On (B)(6) 2019, films were submitted for the gore® tbe (B)(6) study. This patient had a prior conformable gore® tag® thoracic endoprosthesis (ctag) implanted (date unknown) in the ascending thoracic aorta, as well as two ctag devices in the descending thoracic aorta. The physician was considering using the asg to extend proximally from the ctag device in the ascending aorta in order to cover a dissection proximal to the ctag device. It is not clear if the dissection was caused by the previously implanted ctag device. An investigation into the pre-treatment films is currently being conducted in an effort to clarify if the new proximal dissection was preexisting or related to the gore® device implanted in the ascending aorta.